Event description:
It was reported that there was a small perforation in the popliteal post-silverhawk which was resolved with a balloon.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.